Event description:
Keratitis aggravated and increased secondary to poor fit and material, peripheral corneal ulcer and corneal infiltrates. Treated with antibacterials. Resolved with scar. No vision loss.